Event description:
It was reported that the pulse generator was found to be operating in backup mode. It was suspected that the patient had been hitting the device. A firmware download successfully restored the device on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)